Event description:
The customer believes that one of their reservoirs leaked into the reservoir compartment. The customer confirming that o-rings were still intact. The customer tested three reservoirs and they were unsure which reservoir leaked.